Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapies. Therapy was exhausted and rhythm appeared to be atrial driven. There was an attempt to obtain additional information but the field representative had no further information. As of this time, the device remains in service. No adverse patient effects reported.